Event description:
"Pt undergoing shoulder arthroscopy. While the arthroscopy guide was being placed for usage, the plastic tip broke off during placement and positioning over the bone. The physician was able to grasp the tip and retrieve without consequence. There was no undo pressure noted to the device." This device is used for treatment.

Manufacturer narrative:
Eval confirmed the clear portion of the shaft at the end of the stainless steel had broken off. Several stress cracks were noticed up and down the remaining portion of the plastic shaft. It appears that they pried on the device with excessive force. This device is a guide for the drill and should not be used to move tissue or to be pried on while in the joint space. This event was attributed to misuse.